Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: (B)(6) and product ID: 9736411r. The software analysis was completed. Analysis determined that a software anomaly occurred on the event date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had previously encountered an error code 64 while in surgery. The system rebooted and they were able to continue with the case. Scans were loaded via cd. This occurred intraoperatively, and there was a patient present. There was a delay of less than one hour. There was no impact on the patient's outcome.